Event description:
It was reported via repair work order that there was reduced brake force due to a worn scorpion brake kit. It was also reported that the brakes would not engage due to base assembly malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.